Manufacturer narrative:
H10 h6 the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found that contacting metal objects or excessive force while activating the wand can cause damage to the tip and/or shaft insulation resulting in device malfunction. Visual inspection under magnification of the wand shows detached screen/electrodes. During functional the wand was connected to a compatible quantum 2 controller and activated in saline solution at the default and max settings on the controller, coblation and coagulation observed in the remaining electrodes. The suction line was tested and also performed as intended. The complaint was verified. Factors unrelated to the design or manufacture of the device that could have contributed to the observed findings: (1) insufficient suction flow causing the wand to overheat and degenerate at a faster rate. (2) hitting the tip against a hard surface such as a metal or bone (3) extensive use of the wand causing excessive screen/ electrode erosion (4) operating the wand at a different setting than recommended by the instructions for use. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during an acl reconstruction surgery, the supermultivac wand had the metal electrodes fractured and fell off inside the patient's incision. The metal fragments were retrieved from within the patient. It is unknown how was the procedure completed. No significant delay or further complications were reported.